Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va218q5, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient¿s surgery they got an impedance measurement that was ¿somewhat high¿ on contacts 1 and 2 (around 6000-7000 on one and around 15,000 on the other). They did troubleshooting to determine where the issue was occurring and determined it was the lead. They decided to leave it as its since for ant dbs (epilepsy) they typically use contact 3 for programming. During the patient¿s post-op appointment, they said all impedances were within normal range and their entire system was functioning normally. The doctor found that odd since they showed high during the lead placement but was pleased the issue resolved. They did use an alligator testing cable to test the lead and confirmed the higher impedances were on contacts 1 and 2.